Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was at work, felt extremely tired and nauseous but did not faint. The cgm reading was 58 mg/dl, and the bg fingerstick was 500 mg/dl. Paramedics took her to the hospital via ambulance. She was given IV medication and fluids (tylenol and zofran). After 4 hours she felt much better and was discharged home in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.